Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). Medical history and concomitant medications were not reported. Shortly after implantation, the patient the patient developed infection and the entire system was explanted. The patient had taken a bath "not too long" after implant, which was believed to be the cause of the infection; the reporter was unsure exactly when that happened, but thought it was a few weeks post-implant. No additional specific symptoms were reported and there was no allegation against the implanted devices. On (B)(6) 2015, a new pump and catheter were implanted. Additional information regarding the date of onset of the infection, the drug in the pump, concomitant medications, medical history, diagnostic testing related to the infection, and actions/interventions related to the infection was requested. If additional information is received, a follow-up report will be sent.